Event description:
It was reported that the patient presented in the ER with alerts for hv lead impedance out of range. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.